Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces, though no button error alarm was noted during testing. No moisture damage was found inside the pump. The device was also received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated that he was at a baseball game and it rained and the pump might have gotten wet. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.